Event description:
It was reported that there was a water leak. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual test & functional test performed. It was confirmed that there was a crack in the drain part of the main enclosure, and circulating water was leaking, confirming the customer's complaint. The root cause was the circulating water leaking from the drain. Water leaked due to broken drain part of enclosure. The enclosure assembly with drain elbow was replaced to correct the issue. Hl-90 device passed all functional and performance tests after repair. The service history review identified there was a previous water leak issue, (ro# (B)(4)) returned without repair.